Event description:
Biomedical engineering team member noticed on a getinge servo u ventilator that the side arm that holds humidifier was cracked near center hinge. Team checked all getinge servo-u and found that all 45 ventilators had same cracking of metal arm, or was beginning to show signs of cracking in identical location. Reported issue to getinge and placed order for replacement humidifier arms. Arms hold the fisher paykel mr950 humidifier. Update ¿ upon a closer examination by clinical engineering, it was determined that for most servo u ventilators the suspected crack was not a full crack, but a surface scratch originating from instances where the distal side of the arm impacts the proximal one during lateral motion. However, two servo u ventilators had small cracks at the joint of the arm. Manufacturer response for ventilator, (brand not provided) (per site reporter) getinge has assisted in expediting order for replacement arms. They have not yet responded regarding if issue has been reported by other facilities, or what weight rating is for the humidifier arm.

Event description:
Biomedical engineering team member noticed on a getinge servo u ventilator that the side arm that holds humidifier was cracked near center hinge. Team checked all getinge servo-u and found that all 45 ventilators had same cracking of metal arm, or was beginning to show signs of cracking in identical location. Reported issue to getinge and placed order for replacement humidifier arms. Arms hold the fisher paykel mr950 humidifier. Manufacturer response for ventilator, (brand not provided) (per site reporter). Getinge has assisted in expediting order for replacement arms. They have not yet responded regarding if issue has been reported by other facilities, or what weight rating is for the humidifier arm.

Event description:
Biomedical engineering team member noticed on a getinge servo u ventilator that the side arm that holds humidifier was cracked near center hinge. Team checked all getinge servo u's at children's national and found that all 45 ventilators had same cracking of metal arm, or was beginning to show signs of cracking in identical location. Reported issue to getinge and placed order for replacement humidifier arms. Arms hold the fisher paykel mr950 humidifier. Manufacturer response for ventilator, (brand not provided) (per site reporter). Getinge has assisted in expediting children's national's order for replacement arms. They have not yet responded regarding if issue has been reported by other facilies, or what weight rating is for the humidifier arm.